Event description:
During a remote follow-up, episodes of far-field p wave oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The device was reprogrammed and a rv lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that during the revision procedure, the helix of the right ventricular (rv) lead was unable to be retracted or extended. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, far-field p wave oversensing, and failure to extend and retract the helix. The reported event of failure to extend and retract the helix was confirmed, but the reported event of far-field p wave oversensing was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination revealed the inner coil at the connector region to be over-torqued, which is consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of failure to extend and retract the helix was due to the helix being clogged with blood/tissue and the over-torqued inner coil at the connector region.